Manufacturer narrative:
Correction: this product is not approved in the united states. The product is similar to an approved product but no malfunction was alleged and thus the initial regulatory report was submitted in error.

Event description:
It was reported that one day post cryoablation procedure, a minimal pericardia effusion was observed. During the case, the effusion was not observed and the procedure was completed with cryo and the patient left the hospital in good condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Further event review determined the event should not have been reported. The product is not marketed in the united states, but is similar to a device marketed in the united states. No malfunction occurred that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.